Manufacturer narrative:
This report is being filed in an abundance of caution. The (B)(6) tech stated the chair did not malfunction and there is no defect. At this time, the underlying cause of the complaint issue appears to be use error. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer reported that the end user has a 3gtq3-cg wheelchair. The end user has a bad habit of running into things, walls, doors, etc and damages his footrest which leads to him breaking his leg. The dealer is attempting to figure out how to stop him from doing that.